Manufacturer narrative:
Completed by manufacturer. Evaluation: amo's field service engineer was onsite to troubleshoot due to report of decentered flap. Troubleshooting was done as required for flap/overlay alignment issues. Correlation to x-galvo ''hissing'' established. Issues were corrected by reseating cable connections associated with the galvo assembly. Preventative maintenance (pm) and full system verifications performed. Laser engine optimized. Fse performed gel testing and completed standard service call check list. Instrument meets amo specifications.

Event description:
Patient left eye flap was decentered. Eye was converted to photorefractive keratectomy (prk) and completed successfully. Patient uncorrected visual acuity at 2 weeks post op was 20/15. There was no loss of best corrected visual acuity (bcva), no further treatment or medical intervention was needed.